Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the pitch cable was found to be broken at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The clevis does not exhibit any damage or wear marks. Isi has conducted a device history record DHR) review for this device and did not find any non-conformances that were related to this reported event. The customer reported complaint does not itself constitute a MDR reportable event; however; the broken pitch cable, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci surgical procedure, the surgical staff noted that wires were stuck out on the maryland bipolar forceps instrument. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. There were no reports of fragments falling into the patient.